Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. In addition, when trying to reposition the dislodged lead, the stylet went through the insulation of the lead and outside of the lead body. Hence, the rv lead was explanted. No additional adverse patient effects were reported.